Event description:
It was reported that noise was observed on the atrial lead. Noise occured in a recurring pattern and had characteristics of electro magnetic interference (emi). The noise could not be reproduced in clinic and all lead measurements were in range. The clinic will continue to monitor the noise to see if it increases. No adverse patient effects noted.